Event description:
It was reported that a lead insulation issue was found during the device changeout procedure. There had been no issues with the lead prior to this. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed.